Event description:
The customer called and reported a motor error alarm occurred during bolus. A displacement test was performed and passed. The insulin pump was neither bumped nor dropped. Customer was able to rewind the pump and a self-test passed. The alarm had occurred more than once in the previous 30 days. Customer was advised to revert to a back up plan.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed self test, unexpected restart error test and displacement test. However, unit alarmed motor error during basic occlusion test due to a loose or flush drive support disk. It was not possible to perform occlusion test, force sensor system test or excessive no delivery test, due to motor error alarms. The insulin pump was received with a cracked case at display window corners, cracked display window, cracked battery tube threads and minor scratches on the lcd window.